Manufacturer narrative:
An event regarding disassociation involving an mdm liner was reported. The medical review confirmed disassociation between the adm and mdm liner and also confirmed dislocation of the adm liner and head. Method & results: product evaluation and results: the head, adm liner and mdm liner were returned for evaluation. Damage consistent with in vivo use and explantation damage is noticed on all three components. Clinician review: a review of the provided medical records by a clinical consultant indicated: a hip dislocation occurred two weeks after right hip arthroplasty with exeter stem and trident cup with mdm construct for a medial neck fracture in a patient with major alcohol abuse, heavy smoking status and other systemic disease, all contributing to soft tissue instability around the hip additional to the inherent dislocation risk after any hip arthroplasty early after surgery. The intra-prosthetic type of dislocation with disassociation of the mdm liner from the mdm shell was quite likely not recognised after the first dislocation allowing two more dislocations, treated unsuccessfully by manipulation under anesthesia before revision surgery was undertaken with exchange of the mdm construct for a constrained liner. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: an event regarding disassociation between an adm and mdm liner was reported. The head, adm liner and mdm liner were returned for evaluation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stryker (B)(4) rep reported that the head came out of the poly insert. This was a revision surgery ((B)(6) 2018) for the primary surgery ((B)(6) 2018). Update event description as per medical review: [...]the intra-prosthetic type of dislocation with disassociation of the mdm liner from the mdm shell was quite likely not recognised after the first dislocation allowing two more dislocations, treated unsuccessfully by manipulation under anaesthesia before revision surgery was undertaken with exchange of the mdm construct for a constrained liner. This pi is for the revision surgery on (B)(6) 2018 for dislocation and disassociation. Two pis have been raised for the two dislocation treated by manipulation under anesthesia (mua).